Manufacturer narrative:
Unit passed self-test, and displacement test. Unit was programmed with test minilink and the glucose sensor simulator. However, unit unable to communicate with test guardian link (x) transmitter glucose sensor simulator, bg meter, problem isolated to electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump did not communicate with any device, glucometer and transmitter, airplane mode deactivated, but communication did not work. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.